Event description:
Reportedly, the stapler misfired, cut tissue but did not fire staples. The trigger locked after attempting to fire. Additional info indicated that the firing knob advanced with some difficulty and stuck at the distal end of the firing sequence. The firing knob was able to be retracted with great difficulty and the instrument had to be pried apart in order to release from tissue. It was determined the knife blade cut without staples being applied. The surgeon resolved the situation by hand sewing the anastomosis.procedure: hemicolectomy.